Event description:
A technician reported a case of bilateral dry eye, observed at two weeks post lasik treatment. Pt noted dryness is greater in the left eye than right; however, right eye is blurred. Additional info has been requested. There are two reports for this pt. This report addresses the pt's left eye, and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested. (B)(4).